Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.